Event description:
International customer reported that a patient presented with redness and poor wound healing 4 to 5 weeks following a plastic surgical procedure. The patient was returned to surgery for suture explant.

Manufacturer narrative:
Poor wound healing - there is no test method to adequately assess the propensity of any given patient to experience poor wound healing. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.